Event description:
An attorney's office provided medical records regarding a consumer's corneal transplant procedure which reported a blue haptic was sitting on the inferior iris, the intraocular lens was slightly de-centered nasally and the haptic that was on the iris was not connected to the eye wall. The pt reported that she had sneezed multiple times one week prior; the time of the surgery, and the surgeon was able to recover the haptic that was broken as well as remove the iol. The other haptic was still attached to the eye wall. A new sulcus iol was placed with the haptics in the sulcus. The replacement lens was well-centered per surgeon's notes. There are three medical device reports associated with this attorney's report for the different ol's used in this consumer's left eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records review indicated the product met release criteria. There have been no other complaints reported in the lot number.